Event description:
The bactiseal catheter and a hakim valve were removed from pt due to staph aureus infection following surgery. It was reported that the pt had a staph infection prior to the placement of the catheter and the valve. The devices were explanted. Note: this event has been attributed to the bactiseal catheter.